Event description:
During a case, the perfusionist noticed shavings from the tubing mounted in a roller pump. The pump was exchanged and the case continued. There was no pt injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.